Manufacturer narrative:
The ventilator was investigated on site, our service engineer could not reproduce the reported problem and changed the air gas module as precaution. The air gas module regulates the inspiratory air gas flow to the patient. No part was returned for investigation, despite of several reminders. The failure with alarm for low o2 concentration alarms were confirmed in the received device logs. Alarms for gas supply pressure low have also been generated a few times during the date of event. The pre-use check prior to and after the event has passed without deviation. No goods has been received, therefore the cause could not be determined in this investigation.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator generated low 02 concentration alarm and that the expiratory valve produced a chattering noise. There was no patient involvement. (B)(4).